Manufacturer narrative:
Correction h6: coding corrected from 2388 - inadequate pain relief to 4561 - implant pain.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention occurred on (B)(6) 2023 where in the ipg pocket was relocated, addressing the issue.